Event description:
The customer reported that the pt monitor is turning the arrhythmia alarms to off without user interaction. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the pt monitor is turning the arrhythmia alarms to off without user interaction. No pt harm was reported. Eval of the cited bedside monitor was performed by technical support engineering with no product malfunction identified. The pt monitor software was reloaded per customer's request. No data could be provided by the customer to support that the device behaved in any way other than intended, so no malfunction of the device can be supported. The info provided related to this situation and through similar complaints does not support that there is a systematic problem or design or labeling malfunction or any health risk. Device labeling (IFU) adequately describes control of arrhythmia alarming. The display clearly shows the alarm status. No further investigation or action is warranted.